Manufacturer narrative:
E1: initial reporter address: (B)(6). The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the set return line was cut inside the dialyzer screwed connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. Previous investigations of the same reported event determined the cause of the tubing damage to be related to mechanical shock applied to the product combined with low temperature exposure that occurred during shipping, transport, and/or improper storage. A corrective action preventive action record was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dialyzer blood port of a prismaflex st100 set was observed to be "broken and could not be used normally" during priming. There was no patient involvement. No additional information was provided.